Event description:
It was reported that a portion of the swg became unraveled. Add'l info received on (B)(6) 2012 from the vice president of risk management states the catheter was being used on a (B)(6), male pt, height (B)(6), weighing (B)(6). The catheter was being placed into the pt's left femoral. No resistance was met during placement or removal of the wire. When removing the wire they found a portion of it was unraveled. As a result, the catheter and wire were removed as one. A pelvic, abdomen, and chest x-ray were performed to confirm nothing was retained in the pt. Another catheter was placed successfully into the pt's right ij. There was no delay in treatment, no pt death, and no pt complications were reported. The pt was currently intubated, and is on continuous renal replacement therapy. The sales rep stated she was told the procedure was being performed by a resident.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.